Manufacturer narrative:
The investigation of saturated flow and high purge pressure has been completed. The pump was not returned for investigation. The data log shows a motor current spike while running on a steady p-level, followed by a gradual rise in purge pressure with a high purge pressure alarm, at 40 minutes into the case run. The pump flow also became saturated during the noted motor current spike. The cause of the saturated pump flow issue was most likely biomaterial ingestion, based on data log review. The cause of the high purge pressure issue was most likely biomaterial ingestion, based on data log review. Thrombus failure mode was added as an investigated failure mode after the data log review and the conclusion of the high purge pressure issue. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that an increase in impella 5.5 purge pressure was noted when the anastomosis was being done and a side clamp was placed over the aorta. A purge system blocked alarm appeared and saturated flows were observed at this time. Upon removal of the clamp, the purge pressure remained and changes were noted to the flow, motor current, and left ventricle signal. The decision was made to replace the pump as a result of the noted failure. The patients outcome is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿.